Event description:
It was reported approximately 13 months post-implant of the bifurcated device, an infrarenal aortic extension, and an iliac limb extension, the patient presented with a ruptured aneurysm. The physician believes that there might be a type iii endoleak of the bifurcated device. Reportedly, the physician elected to use a competitor's stent graft to treat the leakage.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Eval summary: device not returned for evaluation.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, based on the review of the medical records and computed tomographic images by medical director, endoleak type iii could not be confirmed. Endoleaks are a known risk of the procedure, as identified in the product labeling.